Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-5 to treat degenerative spondylolisthesis. It was reported that during screw insertion at left l5 via cortical bone trajectory, its lamina and pedicle fractured. The screw was replaced with a 7.5mm x 45mm screw, and the new screw was placed in the fractured pedicle. No additional patient complications were reported.